Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Medwatch field facility name - (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for chol2 cholesterol gen.2 (chol) on a cobas 6000 c (501) module - c501. The sample initially resulted as 6 mg/dl and this value was reported outside of the laboratory to the doctor. The sample was repeated, resulting as 188 mg/dl. No adverse events were alleged to have occurred with the patient. The chol reagent lot number was 236242, with an expiration date of 01/31/2018. Artificial material was found attached to the sample probe. The sample probe was cleaned with alcohol and operation was resumed. The issue did not recur after cleaning the probe. Based on the provided information, the issue is related to insufficient maintenance.